Event description:
The customer reported that her pod site was itchy and, when the device was removed, a "lump" could be seen. The site was described as being dark-red in color with "white-ish liquid drainage." She added that typically by the third day of wearing the pod,the site starts to itch. Insulet customer support directed her to the omnipod website for a listing of skin barrier products that could help prevent the recurrence of this condition and advised her to also contact her health care provider for further treatment instructions. No product will be returned for eval.

Manufacturer narrative:
The pod will not be returned for eval. Unable to confirm any issue related to the pod's adhesive that may have resulted in the customer's adverse skin condition. The omnipod user guide instructs pts to check the infusion site daily for signs of infection such as pain, swelling, redness, discharge or heat. If there are signs that the site may be infected, the pt is advised to immediately remove the pod and apply a new one, contact a health care provider and treat the infection according to the health care provider's instructions. The customer was advised to visit the omnipod website for a resource guide that includes a listing of skin barrier products that can aid in skin protection. It was also advised that she contact her health care provider for further treatment instructions.